Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all buttons functioning properly. However, found corroded keypad traces, no button error alarm noted. The insulin pump has moisture damage on the electronics, motor, vibrator, and battery tube assembly. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, missing end cap sticker, scratched keypad overlay and scratched case.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 134mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.